Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the black box showed manual suspends and manual resumes. The pump was run for 24 hours and no self suspending occurred. The pump was manually suspended and manually resumed successfully during testing. No hypersensitive or stuck keys were found. The suspend feature was functioning properly. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover, and the battery cap threads were stripped. .